Manufacturer narrative:
(B)(4): lot manufactured from 07/13/2014 to 07/14/2014.the device was received for evaluation. Visual inspection noted fluid inside of the housing of the device which indicated that leakage occurred. Further visual inspection revealed that the cause of the leak was a ruptured reservoir. Microscopic inspection of the reservoir revealed a marking on its exterior surface, near the rupture line. The reported condition was verified. The cause of the rupture could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor leaked from an unknown location. The event occurred after filling with fluorouracil and before patient connection. According to the report, there was solution in the device's overpouch and in its housing. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.